Event description:
In april, 2025, an original issue was escalated to (B)(6) supply chain re: bard product # 0070430 - 7mm flat drain - this drain has a fragile part of the drain that can be easily pulled off. This was discovered by an ent surgeon prior to implantation. In (B)(6), a bard rep was onsite, reviewed the product and offered other products. At this time, no issue was identified with the product. On 7/30/2025, this issue was again escalated. Due to the piece easily being removed, concern exists for a potential retained foreign body when the drain is pulled post operatively. On 7/30, (B)(6) engaged with bard to obtain a different lot # - this was received on 8/1. On 7/30, notification was sent to the operating room staff re: this concern. On 8/5/2025, bard rep on site to review issue and identified the same issue existed on the other lot # brought in. Per the rep, this will be internally escalated within bard for investigation and review. These drains are being pulled and returned to bard from (B)(6) health sites. Reference report: mw5174384.